Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to emergency room due to high blood glucose (bg) event on (B)(6) 2025 for 6 hours. The blood glucose (bg) at the time of incident was 355 mg/dl with high ketones. The patient also xperienced kinked cannula. The infusion set was in use for 3 days. The patient got treated with intravenously with insulin and fluids of saline. No further information available